Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to infection. Reportedly, the system extraction was done due to lead vegetation. No adverse patient effects were reported. The lv lead was explanted.